Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy, it was not possible to get a specimen. Case completed with same like product. There was no adverse patient consequence.